Event description:
A pt was receiving an infusion of pitocin via a large volume pump when there was an alleged incident of over-delivery. It was reported that the pt was started on the infusion at approx 1200. It was reported that the previous rate on the pump prior to it being programmed for this pt was 60ml/hr. It was reported that the nurse set the pump to 3ml/hr. The nurse left the room. When the nurse returned it was found that the pump was delivering at a rate of 60ml/hr. The pt was asymptomatic; the fetus experienced a decreased heart rate which resolved itself within an hr.